Event description:
It was reported that the patient had atrial fibrillation which caused a rapid ventricular response. The device had poor rate control and delivered inappropriate therapy. The patient had an atrio-ventricular junction ablation and the device was explanted and replaced. It was noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.